Manufacturer narrative:
As reported, after inserting the 3dmax mid mesh through the trocar the mesh appeared to be wrinkled around the edges. This was not reported as an out of box event. Evaluation of the returned sample finds there are multiple tears in the edge seal and the mesh shows evidence of having been pulled and stretched. Based on the sample evaluation and investigation performed, the root cause is determined to be the result of forces applied during user/device interface while deploying the mesh. This resulted in inadvertent damaged to the mesh. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic left inguinal hernia repair procedure, the surgeon inserted the 3dmax mid mesh through an 8 mm trocar, after deploying it into the patient abdomen, the surgeon observed the mesh as looking "dry rotted" (not normal, edges appeared wrinkled). The surgeon decided not to use the mesh and was given a new 3dmax mid mesh to complete the case. There was no patient harm or injury as a result.